Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: stent delivery system (sds) was returned for analysis. A visual examination found that the stent was detached from the sds and damaged its entire length. The maximum crimped stent profile measurement was within specification. A stent protector was returned with the device. The inner diameter (ID) of the stent protector was measured and was within measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and did not appear to have been subjected to positive pressure. Stent crimp markings were present on the balloon indicating the stent was crimped to the balloon prior to shipping. A visual and microscopic examination of the bumper tip showed no damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the shaft polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. During preparation of 2.50 x32 synergy¿ drug eluting stent, it was noted that the stent was pulled out upon removing the stent protector. The procedure was completed with another 2.5×32 synergy stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. During preparation of 2.50x32 synergy¿ drug eluting stent, it was noted that the stent was pulled out upon removing the stent protector. The procedure was completed with another 2.5×32 synergy stent. No patient complications were reported and the patient's status was stable.